Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a 10mm amplatzer septal occluder (aso) was implanted, the aso immediately embolized into the left pulmonary artery. The aso was snared and removed from the patient and found to be undersized for the patient's anatomy. (Clinical patient study ID: (B)(6))